Manufacturer narrative:
The pump was received with normal operating currents and no unexpected low battery, battery out limit and failed battery test alarms during testing. The pump passed the self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump had minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low battery alert. The customer's blood glucose value was unknown. The customer stated that the replacement battery cap did not help his battery life. The customer stated that he has been getting less insulin. The customer stated that the battery did not last more than 1 week. The product was returned for analysis.